Event description:
The complainant reported the device console malfunctioned during patient support. Console displayed 'yellow alarm'. There was no harm to the patient.

Manufacturer narrative:
The investigation into the reported product damage has been completed. The evaluation revealed that the cause of the reported failure mode ¿ unexpected console reboot was due to a sw restart to mitigate the sw processes crash. Additionally, the cause of the eeprom corruption was not determined since failure mode was unable to be reproduced and pump was not returned. The failure modes will be monitored and trended. Data analysis: pump 421368 experienced issues reading eeprom flow characteristic curves 2 on (B)(6) after being unplugged and plugged back in as documented in complaint (B)(4) (imc (B)(6).pdf) . Then ic1707 had calculator and audio process crashes followed by the sw watchdog triggering a restart. On the reboot, (B)(6) was unable to read the first eeprom line (calibration data) before triggering an impella defective alarm. The pump was then transferred from (B)(6) to (B)(6). (B)(6) immediately has trouble reading flow characteristic curves 2 which is then followed by the calculator process crashing and a sw watchdog reboot (imc (B)(6). On reboot, the console sees an impella defective alarm with the inability to read the calibration data and no optical data is seen in the rt logs (B)(6) impella defective after reboot.png). The pump is unplugged and then, after being plugged back into (B)(6), performs as expected (B)(4) recovery after unplug pump.png). Device analysis: this failure mode was not reproduced on either (B)(6) or (B)(6) and the pump was not returned. Root cause: the reported failure mode ¿ unexpected console reboot was due to a sw restart to mitigate the sw processes. The cause of the eeprom corruption was not determined since failure mode was unable to be reproduced and pump was not returned. Repair: please perform a full functional check on the console before returning the console to the field.